Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently minimum fill notifications occurred after the user filled the cartridges with 300 units of insulin during the load sequence. Reportedly, the customer either reloaded the existing cartridges or loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 166 mg/dl.